Event description:
An endovive safety peg kit pull method device was used on a (B)(6) female during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6), 2008. According to the complainant, during the procedure, the physician found both the needle and the scalpel were in the locked positon. The procedure was completed with the needle and scalpel from a second endovive safety peg kit pull method device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device revealed that the scalpel was in the locked positon. A functional eval confirmed that the scalpel could not be unlocked. Complaint confirmed. The cause of the event is undetermined. The device history record for this lot was reviewed; no anomalies were noted. (B)(4).